Event description:
It was reported that this implantable cardioverter defibrillator (ICD) produced no tones by a magnet check. Boston scientific technical services referred to the clinic. As of this time, this ICD remains in service. No additional adverse patient effects were reported.